Event description:
It was reported that a right ventricular (rv) lead impedance warning was triggered. The rv lead exhibited high pacing impedance and a high number of short interval counts (sic). An rv lead fracture was suspected. The lead was initially programmed off per the patient's request. The patient later requested a system downgrade. A chronic left ventricular (lv) lead was then used in the rv port of the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. A full analysis could not be performed due to legal restrictions. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning (B)(6) 2015, (rv pacing impedance rose to 4047 ohms up from a trend of 550 ohms. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counts). The analyst indicated that beginning (B)(6) 2015, ventricular sic were up to 730. Lastly, analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The analyst indicated that non-sustained ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes were detected due to lead noise oversensing leading to inappropriate shock.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419478 lead, implanted: (B)(6) 2006. (B)(4).